Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that the elective replacement indicator (eri) was seen on the clinician programmer 8840. The caller mentioned an allegation/dissatisfaction with longevity. They said they thought the right side implant was to last 3.8 years per calculations in the past. They didn't have the patient's settings for another calculation to confirm. Left implant is at 2.88 volts and right is at 2.58 volts. The healthcare provider was thinking of replacing both implants. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that they had no real concern with the battery life. Acti ons/interventions included turning off at night. The device will need to be replaced.